Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the remote desktop indicated no communication to the generator, detector or motion. The rep initiated a re-installation of the software but it would not complete past the ias network boot which resulted in discontinuing the software installation. The rep then replaced the power switch board and replaced the computer. The system was calibrated, home invalidated, and spin/transfer/accuracy to navigation left and right side were verified. The replaced computer and power board was sent to the manufacturer for part analysis. A successful system checkout was performed which verified that the issue had been resolved. During part analysis there was a confirmed computer failure with the computer.

Event description:
A medtronic representative reported that after replacing the image acquisition system (ias) cmos battery during a planned maintenance (pm), the ias computer did not boot. No patient was present during the time of the reported incident.